Event description:
It was reported by a patient advocate that the 77-year-old female patient with a history of chronic lower back and leg pain had a successful spinal cord stimulation (scs) temporary trial and was implanted with this wavewriter alpha prime scs implantable pulse generator (ipg). Two (2) weeks following the implant procedure, the patient began experiencing back pain, swollen toes, and pain on the top of her foot. As a result, the patient went to the emergency room, where she was observed overnight and underwent four (4) magnetic resonance imaging (MRI) scans. During hospitalization and subsequent diagnostic testing, the patient experienced sudden bilateral leg weakness and lost the ability to walk. It was suspected the patient had an immune system issue, and she was transferred to another hospital for further evaluation where she remained for several weeks. The patient received a lumbar puncture and an MRI with contrast and began physical therapy due to inward turning of her left foot, which caused pain and impaired mobility. The patient was prescribed prednisone which led to improvement in leg movement and pain reduction; however, attempts to taper off the prednisone resulted in the return of worsening of leg weakness and pain. While the patient was in the hospital, it was reported by the advocate that a boston scientific representative reset the ipg settings because the leads had slipped/migrated; the impact of this ipg programming was not reported. Despite outpatient therapy and continued rehabilitation for over a month, the patient experienced paralysis and became wheelchair bound. The patient also experienced tremors in her right hand that progressed to her right foot, fatigue, occasional double vision, visual hallucinations when her eyes were closed, episodes of post-meal unresponsiveness with hypotension, facial redness at night, and nighttime coughing. Treatments included gabapentin, baclofen, valium, botox injections for achilles dystonia, and prednisone at varied doses. Lamotrigine (lamictal) was also prescribed to address possible seizure like episodes. The patient was seen by the physician who implanted the scs system, and a muscle-related issue was suspected. After testing, the physician diagnosed the patient with parkinsons disease that was potentially progressed by the implant of the ipg. Autoimmune conditions were ruled out, imaging showed no spinal cord compression, and nerve conduction tests revealed no neuropathy. A movement disorder specialist diagnosed the patient with parkinsonism, with associated dystonia, especially in foot and toes. The patient received palliative care at home and physical therapy showed mild improvement in the foot and leg movement. Despite these efforts, the patient remained immobile for a year and passed away on (B)(6) 2025. The cause of death was not reported to boston scientific. There were no reports of any product performance-related concerns with the scs ipg during the implant procedure or with stimulation therapy following the implant procedure. He ipg was not returned for laboratory analysis, and according to the physician, there is no documentation indicating that the device was explanted.

Manufacturer narrative:
Correction to the initial MDR in block e4. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080697, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080821, UDI: (B)(4).

Event description:
It was reported by a patient advocate that the 77-year-old female patient with a history of chronic lower back and leg pain had a successful spinal cord stimulation (scs) temporary trial and was implanted with this wavewriter alpha prime scs implantable pulse generator (ipg). Two (2) weeks following the implant procedure, the patient began experiencing back pain, swollen toes, and pain on the top of her foot. As a result, the patient went to the emergency room, where she was observed overnight and underwent four (4) magnetic resonance imaging (MRI) scans. During hospitalization and subsequent diagnostic testing, the patient experienced sudden bilateral leg weakness and lost the ability to walk. It was suspected the patient had an immune system issue, and she was transferred to another hospital for further evaluation where she remained for several weeks. The patient received a lumbar puncture and an MRI with contrast and began physical therapy due to inward turning of her left foot, which caused pain and impaired mobility. The patient was prescribed prednisone which led to improvement in leg movement and pain reduction; however, attempts to taper off the prednisone resulted in the return of worsening of leg weakness and pain. While the patient was in the hospital, it was reported by the advocate that a boston scientific representative reset the ipg settings because the leads had slipped/migrated; the impact of this ipg programming was not reported. Despite outpatient therapy and continued rehabilitation for over a month, the patient experienced paralysis and became wheelchair bound. The patient also experienced tremors in her right hand that progressed to her right foot, fatigue, occasional double vision, visual hallucinations when her eyes were closed, episodes of post-meal unresponsiveness with hypotension, facial redness at night, and nighttime coughing. Treatments included gabapentin, baclofen, valium, botox injections for achilles dystonia, and prednisone at varied doses. Lamotrigine (lamictal) was also prescribed to address possible seizure like episodes. The patient was seen by the physician who implanted the scs system, and a muscle-related issue was suspected. After testing, the physician diagnosed the patient with parkinsons disease that was potentially progressed by the implant of the ipg. Autoimmune conditions were ruled out, imaging showed no spinal cord compression, and nerve conduction tests revealed no neuropathy. A movement disorder specialist diagnosed the patient with parkinsonism, with associated dystonia, especially in foot and toes. The patient received palliative care at home and physical therapy showed mild improvement in the foot and leg movement. Despite these efforts, the patient remained immobile for a year and passed away on (B)(6) 2025. The cause of death was not reported to boston scientific. There were no reports of any product performance-related concerns with the scs ipg during the implant procedure or with stimulation therapy following the implant procedure. He ipg was not returned for laboratory analysis, and according to the physician, there is no documentation indicating that the device was explanted.

Manufacturer narrative:
Correction to the initial MDR in block e4. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7080821. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7080697. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4). The devices have not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. Weakness, clumsiness, numbness or pain below the level of implantation. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site, are known risks with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The devices were not returned for analysis. However, a labelling and risk review determined that the majority of the reported clinical events, including neurological symptoms, weakness, pain, lead migration, postural/gait disturbances, and loss of ambulation, are recognized risks associated with implantation and use of a spinal cord stimulation (scs) system. Additionally, the patient was ultimately diagnosed with parkinsonism and associated dystonia, which are considered patient-related medical conditions and may account for the progression of symptoms independent of device performance. Therefore, in the absence of device return the event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The cause of death was not reported to boston scientific, and there were no reports of any product performance-related concerns with the scs ipg during the implant procedure or with stimulation therapy following implantation. As the cause of death remains unknown and a device-related contribution cannot be definitively excluded, the death is assigned a cause code of unable to exclude the device problem. Correction to the MDR in block h11.

Event description:
It was reported by a patient advocate that the 77-year-old female patient with a history of chronic lower back and leg pain had a successful spinal cord stimulation (scs) temporary trial and was implanted with this wave writer alpha prime scs implantable pulse generator (ipg). Two (2) weeks following the implant procedure, the patient began experiencing back pain, swollen toes, and pain on the top of her foot. As a result, the patient went to the emergency room, where she was observed overnight and underwent four (4) magnetic resonance imaging (MRI) scans. During hospitalization and subsequent diagnostic testing, the patient experienced sudden bilateral leg weakness and lost the ability to walk. It was suspected the patient had an immune system issue, and she was transferred to another hospital for further evaluation where she remained for several weeks. The patient received a lumbar puncture and an MRI with contrast and began physical therapy due to inward turning of her left foot, which caused pain and impaired mobility. The patient was prescribed prednisone which led to improvement in leg movement and pain reduction; however, attempts to taper off the prednisone resulted in the return of worsening of leg weakness and pain. While the patient was in the hospital, it was reported by the advocate that a boston scientific representative reset the ipg settings because the leads had slipped/migrated; the impact of this ipg programming was not reported. Despite outpatient therapy and continued rehabilitation for over a month, the patient experienced paralysis and became wheelchair bound. The patient also experienced tremors in her right hand that progressed to her right foot, fatigue, occasional double vision, visual hallucinations when her eyes were closed, episodes of post-meal unresponsiveness with hypotension, facial redness at night, and nighttime coughing. Treatments included gabapentin, baclofen, valium, botox injections for achilles dystonia, and prednisone at varied doses. Lamotrigine (lamictal) was also prescribed to address possible seizure like episodes. The patient was seen by the physician who implanted the scs system, and a muscle-related issue was suspected. After testing, the physician diagnosed the patient with parkinsons disease that was potentially progressed by the implant of the ipg. Autoimmune conditions were ruled out, imaging showed no spinal cord compression, and nerve conduction tests revealed no neuropathy. A movement disorder specialist diagnosed the patient with parkinsonism, with associated dystonia, especially in foot and toes. The patient received palliative care at home and physical therapy showed mild improvement in the foot and leg movement. Despite these efforts, the patient remained immobile for a year and passed away on (B)(6) 2025. The cause of death was not reported to boston scientific. There were no reports of any product performance-related concerns with the scs ipg during the implant procedure or with stimulation therapy following the implant procedure. The ipg was not returned for laboratory analysis, and according to the physician, there is no documentation indicating that the device was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7080697 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7080821 UDI: (B)(4).